Event description:
On december 2nd, the user contacted dario to report high blood glucose (bg) readings. Due to the high readings, the user went to his doctor where his bg level was tested with both the doctor's meter, which was found to read 100 mg/dl and the user's dario meter, which in comparison, read 385 mg/dl.

Manufacturer narrative:
During a follow-up phone call to the user with dario's representative, it was determined that the user was using a cartridge of strips that was open for approximately 3 to 4 months and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening." In addition, the user reported that he is now using a new cartridge of strips, and the strips are reading within range. Therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.